Event description:
Reporter alleged blood glucose device generated a result outside the reading range of the device. Customer stated the device read 648 mg/dl back to back with a result of 278 mg/dl. No actions were taken for treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.